Event description:
Caller reported damage to tandem charging cable, which resulted in charging supplies being non-functional. There was no reported impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging for the replacement of the damaged charging supplies with two-day shipping.